Event description:
During a pacemaker pocket revision due to patient discomfort, an insulation defect was observed on the right ventricular (rv) lead. In addition, an insulation defect on the atrial lead was previously repaired. The atrial and rv leads were partially capped and replaced. The patient was stable. Related manufacturer reference number: 2017865-2017-32831.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in three pieces. Visual inspection of the partial lead found silicone tubing adhered to the lead body to repair the lead in the field, distal to the connector boot. Insulation abrasion reported is consistent with friction to the device can.